Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The pins on the c-arm plug were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the monitor was black on the 7700 system and would not display an image. The pins on the c-arm plug were no longer attached. No pt injury was reported.